Manufacturer narrative:
Title: short-term outcomes of tri-staple versus universal staple in laparoscopic anterior resection of rectal and distal sigmoid colonic cancer: a matched-pair analysis. Source: world j surg https://doi.org/10.1007/s00268-022-06704-9 accepted: 28 july 2022. Concomitant medical products: unegiatri - unknown egia tri staple, lot# unknown unknown eea - unknown eea, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study aimed to compare the short-term outcomes of tri-staple reloads versus universal staple reloads in patients who underwent laparoscopic anterior resection for rectal and distal sigmoid colonic cancer between january 2016 and december 2020. The distal sigmoid colon was divided by either an endoscopic stapler with a straight blue reload (universal stapler) or a tri-staple endoscopic stapler with an articulating purple reload. An end-to-end anastomosis using a circular stapler was performed on all patients. There were 202 patients in the universal stapler group and 244 patients in the tri-staple group. Postoperative complications included: anastomotic leak and anastomotic bleeding. Grade c anastomotic leaks required reoperation. The incidence of anastomotic leakage was significantly lower in tri-staple group compared with universal staple group. The exact site of anastomotic leakages cannot be confirmed to be from the linear staple line or from the circular stapler.